Event description:
It was reported the pump is intermittently responding to the down arrow button and the down arrow button is sticking. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responsive to the down arrow, the down arrow button was sticking, and there was evidence of adhesive/contamination under the down arrow button contact.